Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9135665, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-28. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 9135665. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9135665, unknown. It was reported needle clog during priming and sometimes during injection, does not re-use. Verbatim: consumer reported needle clog during priming and sometimes during injection, does not re-use. Consumer also stated that she had the same issue with other boxes of the same product in the past. Samples and packaging have been discarded, lot # is unavailable.